Event description:
It was reported that customer experienced cgm error and could not continue sensor use. Caller successfully started their sensor session. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, confirmed error did not recur, and successfully started new sensor session, with no additional issues reported.